Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was 530 mg/dl. Customer reached out to tandem technical support for assistance and cleared the malfunction alarm, and insulin delivery was resumed successfully, which resolved the issue.